Event description:
Bladder scan indicated value of greater than 999cc. Rescan after foley catheter insertion revealed 67, 480, 780 and greater than 999 respectively. After insertion only 100 cc urine output obtained. Subsequent rescan showed 520, 0, 126. Inconsistent readings from machine.